Event description:
It was reported that the patient presented for follow up with post- paced t wave over-sensing exhibited by the implantable cardioverter defibrillator. Further information was requested but not received.